Event description:
Approximately one hr and twenty minutes into the pt's (dialysis) treatment, the tubing separated from the needle causing a blood spill. The treatment was ended. Although the pt was unable to finish the treatment, there were no injuries sustained. It was against the facility's policy to return the needle.